Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged after the end of the implant. The patient was still on the table. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.